Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the representative was doing a procedure on the patient on may 6th and when impedances were tested all the indicators were red, the caller did not have specific values. The battery was very bloody and the representative thought that the blood got into the header block. The physician tried to suction the blood out but they were not able to resolve the issue. The representative had to open a new 97800 and the new battery did not have the impedance issue. The issue was not resolved through troubleshooting. The caller indicated that they would return the ins for analysis.